Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained failing qc results on all levels of insulin qc, after recalibration on a new reagent pack. The issue is associated with the access 2 immunoassay system. Customer attempted to recalibrate the assay before rerunning qc, but the calibration failed. Prior to recalibration of the insulin assay on (B)(6) 2011, all levels of insulin qc were passing. A customer technical support (cts) asked customer to view inventory screen, and noted one reagent pack is seen with 12 tests/days open=5. Customer verified that this was the pack just calibrated. Customer unloaded this reagent pack. Customer reviewed the reagent inventory screen on their alternate access system, and notes that the same reagent pack was present with 30 tests. Cts confirmed that customer had shared the same reagent packs between two access systems. No patient results were generated in connection with this event.

Manufacturer narrative:
While troubleshooting with cts, pack sharing between the two instruments was demonstrated. When this occurs the instrument does not detect that the pack test count is incorrect. Service was not dispatched for this event. Use error is the root cause for this event. (B)(4).